Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from a healthcare professional (hcp). The hcp reported, that the steps taken to resolve the issue included turning the stimulator off and having it then reprogrammed by the manufacturer a few days later. No further issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they felt a zapping sensation in their rectal "nerve". Patient discussed this with their healthcare provider (hcp) and the doctor advised to turn the therapy off. Patient would like to turn it on today ((B)(6) 2024) and change the program but their external devices were not at hand. Patient will call back. Patient called back with equipment, asking how to change programs. They connected and changed to program 2. They confirmed stimulation was in bicycle seat and comfortable.